Event description:
The account alleged that a patient fell from the bed. No injury reported.

Manufacturer narrative:
The technician investigated the alleged incident and inspected the bed. The technician stated that he could not find any signs of a preventative maintenance program and the side rail was down during the alleged incident because it was unable to latch. The side rail mounting bolts were loose and this prevented the latching mechanism from latching. The technician brought this issue up to the account and suggested that they follow the preventative maintenance procedure and check these items out and repair as necessary. No further information is available on the repair of the bed at this time.